Manufacturer narrative:
Examination was not possible, as the device has not been returned. Without the return of the device in question a root cause for this incident cannot be determined. A review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints have been filed and that no abnormalities were reported with this product during manufacture.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unknown procedure that the tip of the screw snapped off inside the tibial tunnel.

Manufacturer narrative:
Visual assessment of the screw confirmed the complaint of breakage. The outer most distal thread appears to have been stripped off and was not returned for evaluation. Device heavily soiled with human matter. The outer diameter and wall thickness of the returned screw was measured and found to meet print specifications. After the evaluation the root cause for the reported issue could not be determined.